Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly and failure modes were observed. Sim vivo test was performed, and results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) to (B)(6).

Event description:
A customer reported a "replace sensor" message with the freestyle libre sensor, on the 5th day of wear. The customer subsequently lost consciousness and was treated with soda and candies. The paramedics were called and a reading of 83 mg/dl was obtained; no further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre sensor, on the 5th day of wear. The customer subsequently lost consciousness, and was treated with soda and candies. The paramedics were called and a reading of 83 mg/dl was obtained; no further treatment was required. There was no report of death or permanent injury associated with this event.